Manufacturer narrative:
Review of the DHR showed that all relevant tests required during the manufacturing process, packaging process and final product release had been fulfilled and met the requirements. No nonconformity has been registered during the manufacturing process of the mentioned lot. Picture of affected samples were received and evaluated. The peelpack is torn but on visible part of peelpack seam no defect was detected. Based on picture it is impossible to confirm the issue. The customer was asked to send samples for testing, but they have not been provided yet. A query was run against malfunction code uca-pmc11.10 for brand name centlecath glide which yielded in 2 occurrence from (B)(6) 2021. No samples were provided in both cases. The issue is considered as isolated. Should additional information become available, a follow-up report will be submitted. FDA registration number : reporting site: 1049092 . Manufacturing site: 3005778470.

Event description:
To date no additional patient or event details have been received. This emdr covers the unknown number of catheters associated with this packaging defect.

Event description:
Pharmacy rep states "a consumer that regularly purchases these catheters from his facility just stated his last box was defective, paper not peeling evenly down as usual. He said when the consumer went to peel open these catheters "the sides don't peel away properly, it splits down the middle of the packaging" making it difficult to remove the catheter. He was told the majority in the box were like that. No further information on consumer technique on how he was peeling them open is available. Consumer did return a few in a bag to him from this box with an example of how one tore bad. Photos depicting the reported complaint issue were provided by the complainant." This emdr covers the unknown number of catheters associated with this packaging defect.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: (B)(4). Manufacturing site: (B)(4).